Event description:
Boston scientific corporation was made aware that during the procedure the subject device prematurely detached at the detachment gap inside the patient. The pt sustained no complications due to this event.